Manufacturer narrative:
(B)(4). The customer has indicated that the device will not be returned for evaluation due to hospital policy. A follow up MDR report will be submitted once the investigation is completed.

Event description:
It was reported that the cement did not advance trough the distal part of the stem mold. No other additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint cannot be confirmed as no product was returned for evaluation. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.